Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of device memory noted the device battery status was elective replacement time (ert) which was reached post-explant. This was not unexpected as exposure to temperatures lower than body temperature causes the battery voltage to decrease. Next, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared .

Event description:
It was reported that during a follow up in december 2019, the battery status of this pacemaker showed one and a half years remaining. At a follow up in june 2019, half a year remaining. Premature battery depletion was alleged. The pacemaker was returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert) which occurred post implant, which was expected as the lower temperature makes the battery deplete faster. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared .

Event description:
It was reported that during a follow up in (B)(6) 2019, the battery status of this pacemaker showed one and a half years remaining. At a follow up in (B)(6) 2019, half a year remaining. Premature battery depletion was alleged. The pacemaker was returned. No adverse patient effects were reported.

Manufacturer narrative:
This device was returned for analysis. Upon analysis this investigation will be updated.

Event description:
It was reported that during a follow up in (B)(6) 2019, the battery status of this pacemaker showed one and a half years remaining. At a follow up in (B)(6) 2019, half a year remaining. Premature battery depletion was alleged. The pacemaker was returned. No adverse patient effects were reported.